Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a percutaneous vertebroplasty (lumber) for osteoporotic vertebral fracture on (B)(6) 2025, the surgeon placed the access kit as per the procedure manual and then connected the synflate balloon and inflation system. When the synflate balloon was inserted into the vertebral body and inflated, inflation fluid leaked from the connection between the balloon and the inflation system and near ¿synthes mark¿ near the auxiliary wire port. It was leaking not from the connection between the synflate balloon and the inflation system, but from somewhere it clearly shouldn't be leaking. The inflation volume was less than 1cc, and the pressure meter was barely rising, but the inflation fluid spurted out forcefully in a line rather than in droplets. Even when pressure was applied, the inflation fluid continued to leak out, so proper expansion was not possible and the inflation system's meter readings became meaningless. When proper vertebroplasty was not achieved and the lot numbers were checked, the opposite side also had the same lot number, so the surgeon requested that both be exchanged for products with different lot numbers. The surgery continued using spare balloons with a different lot number. The surgery was completed successfully within 30 minutes surgical delay. Patient outcome is reported as stable. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the sample was observed with evidence of use wear from surgical procedure manipulation. A small crack was observed over the manifold surface near the laser etching of the product code. Even though a functional evaluation can not be performed due to the condition of the complaint can not be replicated. It is reasonable to infer due to the damage observed, leakage may be present during usage. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces. However, the complete potential cause can not be determined with available information. Consideration must be given to all other potential influences such as surgical procedure and/or manipulation before and during the surgical procedure. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part:03.804.701s lot:82333865 manufacturing site: werk selzach supplier: na release to warehouse date: 31 mar 2025. Expiration date: 01 mar 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.